Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty to remove and material split cut or torn were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove the imaging catheter from the guidewire and catheter damage appears to be related to circumstances of the procedure. The catheter was returned with the distal edge of the guidewire exit notch stretched, which is consistent with causing or being caused by the reported difficulty to remove; however, there was no tearing noted to the returned device. In this case, it is likely that the condition of the guidewire caused the reported difficulty to remove the imaging catheter from the guidewire, which resulted in the observed stretching that may have been interpreted by the user as tearing. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 & d10 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed in a de novo lesion in the anterior descending artery with moderate calcification and moderate tortuosity. The hi-torque (ht) balance middleweight (bmw) guidewire got caught tangled inside the dragonfly opstar imaging catheter and tip of the catheter was noted to have a hole after removal as a single unit. Another ht bmw and dragonfly opstar were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to remove and material split, cut, or torn appear to be related to operational context. In this case, it is likely that either the patient¿s anatomical conditions or the guidewire performance/condition caused the reported difficulty to remove, and subsequent tear of the guidewire exit notch. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.